Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). The investigation reviewed the analyzer data, which showed a reagent pipetting warning. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii results from patient samples tested on the cobas e 402 analytical unit. The reporter provided one example of discrepant results: the initial result from the analyzer was 1.65 ng/ml. The repeat result from an external laboratory was 3.05 ng/ml. The reporter stated that the initial result did not agree with the patient's clinical status; the repeat result was deemed correct.

Manufacturer narrative:
On (B)(6) 2025, new questionable elecsys folate iii results from one patient sample were noted on the result data of the cobas e 402 analytical unit. The initial result was 20.0 ng/ml with a data flag. The repeat result was 40.0 ng/ml with a data flag. The field service engineer inspected the analyzer and replaced the reagent probe. The investigation determined the event was due to a preanalytical issue at the customer site (erroneous sample aspiration due to poor sample quality). Preanalytical issues are within the customer's responsibility. There was no indication of a device malfunction.